Event description:
It was reported that during procedure the vfi output was very low when the doctor injected the silicone oil. Therefor it was decided to manually inject the silicone oil. No report of prolonged surgery or patient harm.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. A confirmation has been received that the module will be returned for investigation. Investigation will be initiated as soon as the module is received.

Manufacturer narrative:
In regard to this event, an eva vfie module was returned for investigation. Investigation of the returned vfie module revealed that the hydrophobic filter inside the vfie module was burst open. Due to the broken filter the module could not build up the required pressure. Review of the complaint database indicated that no other complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation performed, it was determined that the reported complaint is attributable to component failure of the hydrophobic filter inside the vfie module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents on the eva surgical system related to the failure mode as evaluated vf-filter-plop are included in the analysis. Since 2018 more than 750.000 surgeries have been performed with the eva surgical systems installed.

Event description:
It was reported that during procedure the vfi output was very low when the doctor injected the silicone oil. Therefor it was decided to manually inject the silicone oil. No report of prolonged surgery or patient harm.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure the vfi output was very low when the doctor injected the silicone oil. Therefor it was decided to manually inject the silicone oil. No report of prolonged surgery or patient harm.